Manufacturer narrative:
Unit received with constant external ram crc error alarm, problem isolated to interface board. Unable to perform self-test, unexpected restart error test and displacement test or prime/fill anomalies due to external ram crc error alarm. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she is having problems with her pump. The insulin pump is shooting the insulin out and they have wasted 4 sets already. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.